Manufacturer narrative:
The device was discarded and not available for return. Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2022- 08052.

Event description:
As reported by field clinical specialist, the 14fr esheath split at the seam as the commander delivery system with 23mm s3u was advanced through the left femoral artery. The valve protruded through the 14fr esheath at the location of the split seam. The implanting team removed the commander delivery system with the 23 s3u valve out of the patient. The patient did not sustain any injury during the procedure. A new 14fr esheath and commander delivery system was used to successfully implant a 23 s3u valve. Per additional information, the expansion tool included in the 14fr esheath kit was used. There was no difficulty inserting the sheath into the patient. Per the implanting team, ''more than usual'' resistance when inserting the valve on the delivery system through the sheath. Surgical intervention was not required to remove the devices. There was no damage seen on the delivery system when removed. However, 2 struts on the valve were bent back. There was some blood loss during the sheath exchange but ''not significant''. No reported blood products were required.

Manufacturer narrative:
As no device was returned, no visual inspection, functional testing or dimensional testing could be performed. Imagery was provided by the site. The patient's left access vessel had presence of tortuosity. Crimped thv and delivery system was observed outside the esheath+ during procedure. Two (2) struts were bent outward at the inflow side. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial number from the related work order and revealed no other complaints relating to the complaint codes below. Difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the related work order. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Although the complaint for valve damage was confirmed, a complaint history review is not required as the issue has been previously identified in a pra, which captures root cause analysis for the issue. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath resulting in a high push force and frame damage) is captured in the pra. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''per the implanting team, ''more than usual'' resistance when inserting the valve on the delivery system through the sheath. Surgical intervention was not required to remove the devices. There was no damage seen on the delivery system when removed. However, 2 struts on the valve were bent back''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additionally, per 3mensio, the patient's left access vessel had presence of tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the strut damage at the inflow. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. A product risk assessment was previously performed to assess the risks associated with frame damage to the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.